Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred during the load sequence. There was no reported impact to the customer's blood glucose level. Tandem technical support advised customer to reload the same cartridge to solve the issue. Customer declined further troubleshooting or follow up.